Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported on 1713747-2019-00073 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 1713747-2019-00073.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that fresenius 2008t machine sounded the emptying stopped alarm approximately 2 hours into a patient¿s hemodialysis treatment. Due to the machine issue, the patient¿s dialyzer clotted. The biomed reported that the malfunction was a machine issue, and confirmed there was no allegation of malfunction against the dialyzer. The patient was transferred to a new machine, and completed treatment with no injury, adverse event, or medical intervention. The estimated blood loss to the patient was 100ml. The biomed reportedly replaced the hansen door to resolve the issue, and advised the machine had not yet returned to service. It was confirmed that no sample parts from the machine was available for return, and the dialyzer used had been discarded. Additional information was requested, but was not provided. If additional information becomes available, a supplemental report will be submitted.